Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed pin three of the optical cable to be disengaged from the connector housing of the application board at the connection point causing a pump jam error. Reinsertion of the pin enabled the pump to function properly. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) tested the pump and found after several seconds running without tubing, the pump stops and display "pump jam". He replaced the pump. The unit operated to manufacturer specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
Prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported a "pump jam" message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.